Event description:
The manufacturer received information alleging a ventilator failed a high output sensor test during testing. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a high output sensor test during testing. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. It was determined the flow sensor was faulty. The flow sensor pca needs to be replaced or recalibrated to address the issue. The customer rejected the quote and no repairs are to be performed.